Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one (1) sample was provided by the customer for investigation. The sample was visually examined using unaided vision and foreign matter (fm) was observed in the syringe barrel behind the plunger. The plunger rod was moved and it was observed that the fm is loose and not embedded. The fm was then viewed using 40x magnification and was visually confirmed to be dust as the customer reported. Bd syringes are produced in general production area that is not particulate controlled. Machinery is cleaned multiple times each day. All operators follow a gowning procedure to reduce fm brought into the manufacturing area. Based on the location of this foreign matter (fm) it was introduced after the plunger rod was inserted into the barrel before the syringe was packaged. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of foreign matter (fm) for lot #9029994 item #309653. A device history record (DHR) review was performed on the batches associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: bd syringes are produced in general production area that is not particulate controlled. Machinery is cleaned multiple times each day. All operators follow a gowning procedure to reduce fm brought into the manufacturing area. Based on the location of this foreign matter (fm) it was introduced after the plunger rod was inserted into the barrel before the syringe was packaged. Rationale: bd acknowledges that the returned sample has foreign matter (fm) was observed in the syringe barrel behind the plunger. As this one (1) occurrence would not exceed the acceptable quality level of ¿foreign matter ¿ non-fluid path particles > 1/32 in = 1.00% aql¿ for the batch, no corrective or preventative actions will be taken in scope of this complaint.

Event description:
It was reported that there was foreign matter in the syringe with a bd 60ml syringe luer-lok¿ tip, this was discovered prior to use. The following information was provided by the initial reporter: it was reported that pharmacy saw dust in the syringe. "Pharmacy saw dust in the syringe"